Event description:
Home patient (hp) reports patient line of homechoic set was not priming completely. Hp was able to prime line after reprime attempt. Per hp, there was no patient injury or medical intervention as a result of incident.